Manufacturer narrative:
This follow up emdr is to correct technical investigation result as below: this complaint has been escalated to technical investigation. This pca was returned "unable to turn on". This was verified in lab testing. Fault was isolated to software issue. Watchdog programming is the root cause of the "30 second bootloop" failure mode. If watchdog allowed more time, the problem would not have occurred.

Event description:
Philips received a complaint on the defibrillator indicating that the device was unable to turn on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting address state: (B)(6).

Manufacturer narrative:
This complaint has been escalated to technical investigation. This pca was returned "unable to turn on". This was verified in lab testing. The som pca was found to be defective, causing a boot loop at start up. This pca¿ som pca ¿ defective.